Manufacturer narrative:
An event of intraoperative "signs of reduces cardioplegic effect after use of the intraclude system due to a porcelain aorta following a previous mechanical aortic valve replacement" and heart failure requiring va-ECMO was reported. Post-operative bleeding, thrombus and patient death were also reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, the patient presented for treatment of severe mitral stenosis with a mitral valve replacement. A 31 mm epic valve was selected for implant. Intraoperatively there were signs of reduces cardioplegic effect after use of the intraclude system due to a porcelain aorta following a previous mechanical aortic valve replacement (acr) in 1987. At the end of the procedure, resuscitation was necessitated due to acute right heart failure requiring va-ECMO application. On (B)(6) 2019, a large thrombus was visualized in the left atrium at the mitral valve level. An atrial thrombectomy was performed and the va-ECMO was switched to vva-ECMO to improve the pulmonary perfusion and prevent another thrombus formation. Later that day, a re-thoracotomy was performed due to after-bleeding. On (B)(6) 2019, the left atrium was filled by thrombus. Due to the patient's condition, the user elected against another thoracotomy and the patient died.